Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using test batteries, which included bench handling, power cycling, functional stress testing and on/off current testing without duplicating the customer's report. The batteries were not returned for evaluation. The main board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.